Manufacturer narrative:
Customer reported that their AED did not work during a rescue attempt. No details provided other than "did not advise shock". Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED failed to work during a rescue attempt. The emt who attempted to use the AED described the device as "not working," stating that it did not advise a shock. No further details were provided. Subsequently, the emt utilized another brand of AED (powerheart), which also did not advise a shock. The emt then instructed the customer to report that the defibtech AED was not functioning properly, noting that the device did not display any errors or warnings during the rescue attempt.